Event description:
It was reported that prior to the use of the device, the device indicated to wait 48 hour before implanting because of low temperature. The device was interrogated more than 48 hours after and it indicates the same message. At this time, the use before date (ubd) was passed. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).